Manufacturer narrative:
One 4.5mm twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment of the device confirmed the anchor breakage. The anchor has broken at the suture eyelet. The broken portion was not returned. Both inserter tines have been broken off. The proximal end of the anchor has been pushed over the shafts change in diameter. The condition of the device indicates it was subjected to excessive forces during implantation. As reported the anchor was attempted to be inserted into ¿raw bone¿ with no mention of site preparation. Per the device instruction for use: ¿breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor¿.

Event description:
It was reported that, during an endoscopic calcaneoplasty, the twinfix ultra suture anchor failed insertion to the raw bone surface; after removal, anchor tip was noted broken. It is unknown whether the tip was removed from the bone or left inside. A back-up device was available to complete the procedure, but it is still unknown if it was necessary to drill another hole to use it. The patient experienced neither significant delay in the surgery nor adverse consequences due to the anchor breakage.